Manufacturer narrative:
The complaint of inconsistent catheter material determined to be inconclusive. The products returned for evaluation were two 4fr dual lumen powerpicc catheters. Sample 1 had a complete break in the catheter shaft around the 15cm depth marking, however, the depth markings were worn off in the vicinity of the break. The segment of sample 1 was terminated distal to the 33cm depth marking. Sample 2 had a complete break proximal to the 13cm depth marking. The depth markings were worn off around the vicinity of the break on sample 2 as well. Both catheters exhibited some curved shape memory. Microscopic inspection of both catheters fracture surfaces revealed a mostly flat, granular surface which was consistent with the event description. Both catheters were lightly pulled on and both catheters exhibited a similar consistency. Although the consistency of both catheter shafts was unremarkable, it is unknown whether the material exhibited any differences prior to the break. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer that a PICC broken when clinician pulled on it to demonstrate strength of the product to patient. It was reported this event did not occur during patient use and there was no patient harm. No other information was provided. Two samples were returned for evaluation. This report addresses the second returned sample.